Event description:
A revision occurring on (B)(6) 2010 was reported for removal of three one-level anterior cervical plates at c3-4, c4-5 and c5-6. The pt complained of pain and scans showed residual motion of the anatomy. The surgeon elected to remove the hardware to implant a three-level plate in place of the three separate one-level plates. There was no issue with the implanted structure, rather, physician preference for a three-level plate to gain additional rigidity for the anatomy. During the same surgery on (B)(6) 2010, the surgeon had difficulty penetrating the pts bone at c3 and c4 with the bone screw. Feedback from the rep indicated that the difficulty penetrating the bone was not due to a functional issue with the screws or instrumentation, rather with difficult bone type and at a location which was previously revised. The surgeon only implanted six of eight intended screws. Prior surgery dates: (B)(6) 2009 - implantation of two one-level plates at c3-4 and c5-6. On (B)(6) 2009 - implantation of a one-level plate at c4-5.

Manufacturer narrative:
Device not returned for evaluation. Pt specific factors likely contributed to event with commentary by initial reporter indicating no device issue, rather difficult anatomy possibly due to history of previous surgery and bone type. The initial reporter indicated there was no loss of function or integrity of the one-level plates previously implanted. (B)(6).